Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-14577. Manufacturer report number: 2017865-2019-14578. Manufacturer report number: 2017865-2019-14579. It was reported that the right ventricular lead exhibited high capture threshold. Lead extraction procedure was discussed. On (B)(6) 2019, the patient presented for extraction procedure due to infection. The cause of the infection was unknown. Blood cultures were positive for infection. There was no vegetation or pocket infection. The implantable cardioverter defibrillator, right ventricular lead, left ventricular lead, and right atrial lead was explanted. The patient was stable post procedure.